Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The endoscope was not reprocessed immediately after use and all that material could not be flushed from the air and water channel afterward. The fault was found during reprocessing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿<1.4 precautions: > all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. 5.9 presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material stuck in the channel and could not be removed due to insufficient or incorrect reprocessing of the scope. It was observed that the angle wire was stretched, and a shock was observed on the distal end due to handling. It was also observed that the resin was cracked due to chemical stress applied during the cleaning sterilization and disinfection (cds) process. It was observed that the adhesive on the bending section was damaged and deteriorating due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, gastrointestinal videoscope air and water flow channel was blocked. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material stuck in the channel and could not be removed, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.